Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('5 week post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural haemorrhage ("spotting"), hypoaesthesia ("numbness on my fingers my arms") and arthralgia ("lot of pain throughout my joints"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, post procedural haemorrhage, hypoaesthesia and arthralgia outcome was unknown. The reporter considered arthralgia, hypoaesthesia, medical device removal and post procedural haemorrhage to be related to essure. Concerning the injuries reported in this case the following were reported via social media- hypoaesthesia, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received. New events- lot of pain throughout my joints, numbness on my fingers my arms were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('5 week post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural haemorrhage ("spotting"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and post procedural haemorrhage outcome was unknown. The reporter considered medical device removal and post procedural haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('5 week post op') and post procedural haemorrhage ('spotting') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and post procedural haemorrhage outcome was unknown. The reporter considered medical device removal and post procedural haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.